Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative.

Event description:
It was reported that the patient felt decreasing therapeutic effects and was unable to communicate between the programmer and their device. The patient reported their leg pain had been "slowly coming back" and that they had been "getting very sore." The patient additionally noted that the device "wasn't working a week or so ago" and had recently "quit again." The patient reported keeping the stimulation on a very low setting, where they could "barely feel it." It was also reported that the patient had a previous "antenna broke up in his back" and that a broken lead was discovered in 2006. It was stated there would be a revision at some point. The patient was redirected to their health care provider. Additional information has been requested. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999. Product type: extension: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2004. Product type: programmer, patient: product ID 7434, serial# (B)(4), implanted: (B)(6) 1999. Product type: programmer, patient: product ID 3888-33, lot# j0417842v, implanted: (B)(6) 2004. Product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had not had the implant yet. A week later, it was reported that the patient was waiting for an appointment with a doctor to have a paddle lead placed as the patient's healthcare provider was unable to get the old lead out. The reporter stated that it was believed that the implantable neurostimulator was removed and the healthcare provider wanted to give the patient time to heal between surgeries.

Manufacturer narrative:
(B)(4).